Manufacturer narrative:
(B)(4). Date sent: 12/13/2017. Only event year is known: 2017. Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
A vein was harvested to be used for breast implant. The clip applier was used, but instead of applying a clip it cut the vein like a scissor. The surgeon had to find a new vein to use. They were very concerned about this. The operation time increased and the patient therefore was under anesthesia for a longer time. Prolonged procedure for about 25-30 minutes.